Event description:
It was reported that during an unk procedure, the tip of the clips cross making the clip ineffective, scissoring. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 10/31/2008. Info anticipated, but unavailable at this time.